Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that the cable of the instrument snapped in two. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.